Manufacturer narrative:
Image analysis: two still images were provided for review. An image showing the distal end of a device with stylette still inserted was provided. An image of a shelf carton was provided for review. Size and lot in image provided match those provided on gch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one sprinter legend balloon catheter was intended to be used and it was found that the stylet could not be removed. Extremely strong resistance was encountered when removing the stylet. Normal strength was used initially when attempting to remove the stylet, but this did not work and more force was used for the second attempt. The physician's medical gloves were scratched during the second attempt to remove the stylet, however removal attempts were still unsuccessful. The glove was scratched only, and there was no hand damage. The device was inspected prior to use with no issues noted. The device was flushed in the hoop/placed in a bowl of saline to activate the hydrophilic coating. No attempt was made to load the balloon onto a guidewire. The device was replaced with a new product. The device was not used in the patient.